Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified and 88% stenosed below bifurcation right internal carotid artery. As a 6-8 x 40 mm acculink ii was being deployed it moved from the target lesion. A new acculink was used successfully to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The inaccurate delivery could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.